Event description:
Caller reported an alarm 01 issue. There was no adverse impact to the customer's blood glucose level. The customer was able to load a new cartridge and successfully resume insulin after being instructed by technical support.